Manufacturer narrative:
Only two pieces of suture from a birptr 2.3 pk sut anchr w/ ultrab wte device were returned for evaluation of the reported complaint mode, ¿suture broke when the surgeon was tying the knot¿. These are assumed to be the result of a broken single strand. No anchor or ancillary devices were returned so it cannot be determined if those may have been contributing factors to the breakage. Each section of suture was tested for knot-tensile strength and yielded results of 36.037 lbf and 40.050 lbf respectively. These values are both higher than the baseline average established in validation (B)(4) for size #2 ultrabraid suture (34.5lbf). Based on these observations and data, no root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a hip arthroscopy utilizing .reported that suture broke when the surgeon was tying the knot. The surgeon used an arthropierce straight to pass the suture. The anchor remains in the bone. Surgeon then used a competitor&#38112;device. All of the ultra braid sutures were removed. The patient's bone quality was reported as good. It was confirmed that nothing broke in the patient and there were no reported patient injuries or complications. There was a 2 minute delay in completing the procedure.